Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 1162 error was triggered indicating a fault on the cannula. The usm was then installed on a patient fixture test platform (pftp) where error 1162 was found to be failing on the cannula. Once testing was completed, the acsc pca was aba tested and was verified to be the source of the fault. The acsc pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, error #1162 was observed on universal surgical manipulator (usm) #1. Customer attempted to power off and emergency power off (epo) the system with no change. Customer tried to install a cannula on usm #1 and remove it multiple times with no change. Site was able to disable usm #1. The first case today was a 3-arm procedure, and the second robotic case was a 4-arm procedure with a non-robotic case in-between. Site will use the system 3 arms most likely for the first case. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury.